Manufacturer narrative:
No returns were made available from the customer site for this evaluation. Clinical specificity testing was performed using an in-house retained reagent kit of the architect (B)(4) assay lot 46049lf00. All results met specifications demonstrating acceptable performance of this assay lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(4) assay package insert and the architect system operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. (B)(4).

Event description:
The customer reports that one patient sample generated a (B)(6). The customer recentrifuged the sample and retested with a non-reactive result of 7.9 iu/ml. The sample was sent to a reference lab where a non-reactive result of 7.9049 miu/ml was generated. No suspect results were reported from the lab with no patient impact.